Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a white fluff was noticed on the intraocular lens (iol) after insertion. Surgeon peeled the contents of the lens during surgery. Surgeon felt that white fluff material likely caused due to not using enough ophthalmic viscosurgical device (ovd) in the cartridge during loading. The procedure was completed during the same day and there was no reported patient harm. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated, the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).